Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg), however, a specific bg value was not provided. Additionally, the customer experienced elevated bg levels. Reportedly, the customer had just received a replacement pump and began using the pump without entering personal profile settings. Although requested, the customer declined troubleshooting and declined to provide additional information.